Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's cassette was not attached, resulting in a high psi reading. The event happened during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer reported issue was confirmed by checking the event history log which indicated "cassette not attached alarms". The downstream occlusion (dso) sensor and seal were replaced as a result. Further investigation identified a buckling upstream occlusion (uso) seal, and a dented air detector. The air sensor and uso were replaced. A dso sensor calibration plus performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.